Event description:
Narcotic pump was alarming "upstream occlusion". Rn opened the machine to check line, noticed IV tubing had separated into 2 pieces. The break looks like it is at a connection point.